Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2014 with the following findings: the black box shows ¿cs006¿ on 11/28/2013. Investigators were unable to clear or to edit and save the1u/hr basal rate in the basal menu. The pump alarmed with ¿cs006¿ during the 24 hour duration test. The pump failed a full test, eeprom failure was confirmed on the bench. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.